Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a post op cystic duct leak. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. During the original procedure, was there a leak detected and fixed intra-operatively? Or was there only one leak and it was detected post operatively? If there was a leak detected intra-operatively, how was the leak addressed? During the original procedure, were there any issues with clip formation? If so, please describe the shape of the clip(s). Was the surgeon able to confirm proper ligation prior to closing the patient? How many days or hours post op did the patient present with symptoms of a leak? Was a second operation required? If so, were clips present on the duct? What did clip formation look like? Was the post op leak the same location as the intra op leak? What alternative device did the surgeon use during the recall? What is the patient¿s current status? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.